Event description:
Reportable based on analysis completed on 18 november 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 80% stenosed target lesion was located in the moderately calcified left anterior descending artery (lad). After predilatation was performed, a 3.50x38mm promus element ¿ long stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. There were no issues noted with the profile of the devices tip. The tip outer diameter (od) was measured and is within specification. A visual and microscopic examination found no issue with the profile of the device¿s markerband and inner. The stent was distorted across its length. At the proximal end the struts on the two most proximal rows were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. Additionally it was noted that the shaft polymer extrusion was kinked 19mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).